Event description:
Rptr states that two bags of cement were mixed in enhancement mixer and never mixed well. They described the mix as being clumpy and not able to be used. Two add'l bags were mixed in the artisan mixer and set up in 50 seconds. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary eval: all mixing properties/working characteristics satisfactory on retained samples.